Event description:
A blood glucose test was performed on a pt with a result of 345mg/dl. A lab was performed and the result was 143mg/dl. No treatment was given to the pt. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.